Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead had high thresholds and impedance as the lead¿s impedance spiked and rv capture increased. The rv lead was explanted and replaced. It was also reported that during the rv lead revision the right atrial (ra) lead had dislodged. Therefore, a new ra lead was also implanted. No patient complications have been reported as a result of this event.